Event description:
It was reported the scs ipg was explanted due to significant flank pain caused by the ipg over the past several months. The device was retained by the facility and will not be returned. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.